Event description:
It was reported that the patient had a device and durata leads implanted six months ago. Recently, the physician found that the lead had perforated. The right ventricular capture threshold was high. The physician elected to explant and replace the lead. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.